Event description:
Event description guidant received information that the patient had undergone a dialysis surgical procedure where a magnet was used to inhibit the device during the surgical procedure. Afterward and for the week following, the patient noted a constant tone being emitted from the implantable cardioverter defibrillator (ICD).